Event description:
An eye care professional has reported that a pt experienced moderate pain, watery discharge and moderate redness on their left eye associated with wear of a focus night and day lens. The report notes a centrally located ulcer with pinpoint/stipple staining over infiltrate, os, no anterior chamber reaction, no culture performed and no photos were taken. Summary of treatment reported as vigamox q15min x 6 hrs, q30min x 6hrs, qh x 6hrs and follow up schedules in 2 days. No report of 2 day visit provided. Pt seen in 5/2004 with faint scar and bcva reported as 20/15. Pre-event acuity is unknown. Request has been made for add'l information, however no further info is available at this time.